Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. An attempt was made to replicate the user complaint and were able to successfully receive high/low glucose alarms on an (B)(6) 6 device with ios 14.81/fsll version 2.5.3.3088 using a known good libre 2 sensor. Investigation did not identify any issues with the libre link app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported that while using the libre link, the sensor alarm failed to alarm and as a result, the customer became hypoglycemic and experienced symptoms described as ¿confusion, see a light¿. The customer was unable to treat themselves and received third-party treatment of oral glucose and food. There was no report of death or permanent injury associated with this event.

Event description:
A low/high alarm issue was reported with the adc freestyle libre 2 sensor. A caller reported that while using the librelink, the sensor alarm failed to alarm and as a result, the customer became hypoglycemic and experienced symptoms described as ¿confusion, see a light¿. The customer was unable to treat themselves and received third-party treatment of oral glucose and food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed, the sensor was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The returned sensor was activated with a retained libre reader and linearity testing was performed. Low and high thresholds alarms were set in the reader and both low and high alarms activated successfully. Therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.